Event description:
A report was received that alleges that the customer was unable to pass a ballard catheter through the endotracheal tube. The customer reports that the pt required additional oxygen and increased monitoring to insure that their was no further incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.